Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an issue was experienced during use of a clearlink non-dehp extension set with 1.2 micron filter. The reporter stated that the patient¿s glucose levels ¿dramatically increased¿ after the extension set was removed from the setup. It was not specified what was being infused at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.